Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that the device exhibited a vibration alarm. The device was interrogated and was in back up vvi mode with hv therapy disabled which could not be restored. The device was replaced. The patient's condition was good.